Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were unresponsive, alarmed no delivery and that they experienced a high blood glucose level of over 600 mg/dl. The customer treading with manual injection. Troubleshooting for no delivery was performed and it was reported that the customer resolved the issue by changing the complete set. Troubleshooting for button error/keypad anomaly was performed. The customer stated that the up, down, and act buttons were unresponsive. The customer also stated that there was no significant event leading to the keypad issues and that the time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.